Manufacturer narrative:
(B)(4). The device has been returned and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device fractured during the trialing process with no patient involvement. No further information is available.

Manufacturer narrative:
Examination of the returned device confirms the reported fracture and damage; most likely attributed to bending/torsional loading. Review of device history records did not identify any related manufacturing deviations or anomalies. It is known this device was manufactured prior to design improvements. The root cause is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp fractured while trialing. No further information available at the time of this reporting.